Manufacturer narrative:
H3, h6: the logs were returned for software analysis. It was determined that this was not a software issue. Per the system checkout the event was due to an ethernet cable/connection issue. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information unavailable at the time of filing. Initial reporter name unavailable at the time of filing. A medtronic representative went to the site to test the equipment. During the system checkout, navigation transfer was completed with success and the system performed as intended. The system passed a system checkout. A review of the logs showed that at the time of the procedure, the spin did not transfer completely. It was confirmed the site got a new ethernet cable and re-spun with success. Software logs were returned but analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system did not transfer the image to the navigation system. The site swapped out the ethernet cable and were able to take an additional spin following. There was no reported delay. There was also no impact to patient outcome.